Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2007. According to the complainant, the patient experienced an unknown injury. According to the physician, the patient had the device removed in 2008 due to erosion. The patient was last seen in 2009 and seemed to be doing well. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.